Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Additional information: lab evaluation complete 01-nov-2021: kinked noted 2nd, 3rd and 4th portholes on pigtail curl of tapered end.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-4 device of lot number c1781501 was returned prior to use to cirl. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 01 nov 2021. On evaluation of the device, 03 kinks were observed; ¿2nd, 3rd and 4th portholes on pigtail curl of tapered end". The evaluator also noted a ¿0.035 inch wire guide does not pass the kinks¿. Document review: prior to distribution all zebd-7-4 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-4 of lot number c1781501 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1781501. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to transport/storage conditions, whereby the kinks occurred prior to use while in transit or in storage. As the device was returned prior to use in its original packaging, this seems to be the most probable cause. Summary: the complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Upon opening the packaging of the device, visual abnormality was observed*. Therefore, the user did not use the device and replaced it with another one from different lot number to complete the procedure. There have been no adverse effects to the patient reported. Prior to patient contact <physician's comment> the abnormality was found already when the package was opened. <sales rep's comment> since I was not present at the procedure. Detailed information could not be obtained. As far as I see the photo of the device, it seems that there is a kink at the side-hole in the tapered side. <additional information> for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Bile duct please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* unknown was the wire guide lubricated prior to use? Unknown was the device at the centre of the complaint inspected for damage prior to use? Yes was the wire guide inspected for damage prior to use? Unknown were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown if yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown if not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? N/a was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a were any other defects observed on the device prior to return (other than the reported complaint issue)? No was a straightener used to straighten the stent? Unknown (if any damages were confirmed prior to use)was the package damaged? Unknown